Manufacturer narrative:
The patient was also treated with kit lot d305- manufacture date: 01/01/2015 and expiration date: 01/01/2017. Uvadex was administered- lots ab7601 (expiration date 11/30/2016) and ab7370 (expiration date 10/31/2016). Device was used for treatment. Lot d303 was reviewed. There were no non-conformances. This lot met all release requirements. Lot d305 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. Lot ab7601 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. Lot ab7370 was reviewed. There were no non-conformances related to the complaint. This lot met all release requirements. The symptoms seem to be related to acda, not to uvadex. Patient was taken off the ecp and uvadex due to the patient gvhd relapse. From uvadex perspective, there's little evidence to suggest a causal relationship between the drug and the adverse event. This event was assessed as reportable due to the medical intervention. From a device perspective this event did not cause or contributed to a death or serious injury; and/or the system did not cause or contributed to a death or serious injury nor malfunction in a way that would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. There is no device malfunction. Trends were reviewed for all complaint categories and no trend was detected for feeling abnormal (burning sensation). No corrective and preventive action was initiated for this type of event. (B)(4).

Event description:
Customer called to inquire if there was another solution which can be used for photopheresis instead of uvadex. Css informed the customer there was not. Customer stated to be considering a possible reaction of his patient to uvadex. Customer reported the patient was having burning sensation. Customer was unable to state whether the sensation was during reinfusion, or after treatment or how many treatments this patient has had. Css left a message with the clinic coordinator to obtain additional information. Updated (B)(4) 2015: css spoke with the attending doctor regarding this case. The doctor states that he believes his patient may be having an allergic reaction to uvadex. Doctor states customer did not have any reaction the first week of treatment, but has complained of burning sensation 24 hours after each treatment thereafter and lasts for 2 to 3 days. Doctor states the sensation wakes the patient from sleep. Interventions include analgesics and steroid therapy. Patient reported as stable. Update: (B)(4): therakos' quality team member spoke with attending doctor. Patient had intense burning sensation after second procedure. The doctor thought the sensation might have been related to the refractory gvhd, but patient said this sensation was different. Patient was given 40 mg of dexamethasone that took care of the burning sensation. Patient was put on salmeterol on days of treatment that have decreased the burning sensation. The attending doctor was consulted on the uspi side effects of uvadex and to switch the ac from acda to heparin. The attending doctor was consulted on the side effects of acda and how it can also cause a burning sensation. The attending doctor would like cse to call the operator to discuss the heparin dosage. Clinical services educator (cse) agreed to call the operator to discuss heparin use. Update, (B)(4) 2015: spoke with attending doctor. Patient was taken off ecp completely last week because the patient's gvhd relapsed.